Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown. Block b3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed during an unknown date, for the treatment of choledocholithiasis. During the procedure, poor visualization and a red/orange coloration was reported making it very difficult to distinguish structures. There were no patient complications reported as a result of this event.